Event description:
Ultrasound guided axilla biopsy was performed and results were returned confirming cd30(+), alk(-) alcl. An MRI was noted to be performed with results not provided. Further reported was that the left side device was ruptured.

Manufacturer narrative:
H.6: f2203. D.10. Neurontin 600 mg, norco 325mg, atarax 25mg, glucophage 500 mg, prilosec 40mg, deltasone 10mg, and requip 4 mg. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: cd30(+) alk(-) alcl; rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected, seroma-late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: biopsy noted high grade cd30 positive lymphoma, most consistent with anaplastic large cell lymphoma; enlarged left axillary lymph nodes; MRI shows fluid around the left implant.

Event description:
Healthcare professional reports that MRI shows fluid around the left implant and that the patient was experiencing pain on the left side. Additionally reported was enlarged left axillary lymph nodes and alcl; the biomarker of cd30+ has been confirmed; alk(-) has not. The following reported events have been deemed not related to the device: numbness below knees and hands and total body excoriated rash. The device remains implanted.